Event description:
Complainant alleged that while attempting to treat a 31-year-old male patient, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was verified during evaluation. A review of the device log shows the device was notifying a the user to a depleted battery a month prior to the device being deployed on a patient that was not addressed. The g3 operator and service manual (70-00914-01) states under daily maintenance, "check the status indicator to ensure that it is green. When the indicator is green, the AED is ready for a rescue." It is suggested the user check the nvi daily and prior to clinical use. The device was scrapped and the customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.